Event description:
It was reported on a returned product form that an explanted device was neos=yes and had "short battery life". A review of the device history record indicated that the generator had been laser-routed which has been shown to produce excess debris on the circuit board. This debris may lead to excess current draw from the generator, which can deplete the battery prematurely. Decoded programming data was also reviewed and confirmed that the battery is depleting more quickly than expected. The 25% remaining indicator was observed from the last two office visits recorded in the programming history, even though remaining battery capacity remaining indicated 24% and 15%. The device was returned, but analysis has not been completed to date. No additional relevant information was received to date.

Manufacturer narrative:
(B)(4).

Event description:
Product analysis was completed and reviewed for the suspect device. Visual examination showed tool marks, burn marks, and discoloration typical for implant and explant procedures. No other surface anomalies were noted. The pulse generator was opened, and a visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. No other visual anomalies were identified. Both interrogation and system diagnostics were performed, indicating normal communication, lead impedance and current delivered. A near end of service condition was seen. The generator performed according to all functional specifications, and the pcba failed several electrical tests. After the contaminates were removed and the trimmed edge was cleaned, the pcba passed the electrical tests. Test results indicated that the contamination that was observed on the trimmed edge of the pcba suggested that electrical paths were likely established between the copper edges on the trimmed edge of the pcba, contributing to the supply current conditions.